Event description:
Related manufacturer reference number: 3006705815-2021-00222, 3006705815-2021-00223.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2021-00222, 3006705815-2021-00223. It was reported that the patient experienced an infection at the ipg and lead site. The patient reported that their arms were itchy and turning red. As a result, the patient underwent surgical intervention on (B)(6) 2021 wherein the scs system was explanted. In turn, the patient was prescribed oral antibiotics.